Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The aus remains implanted and active. Additional information was reported that the patient presented to the physician with recurring incontinence after a prostatectomy. The incontinence began around (B)(6) 2019. Additional information was reported that the patient underwent a revision procedure on (B)(6) 2019.

Manufacturer narrative:
Additional information b1, b2, b5, h1. Additional product component: model number/catalog number: 72404127 and 72400024; serial number: null and null; batch/lot number: 175613002 and 176435001; model/catalog description: control pump fgs iz and balloon fgs 61-70 cm.

Manufacturer narrative:
Additional product component: model number/catalog number 72404127 and 72400024. Serial number: null and null. Batch/lot number 175613002 and 176435001. Model/catalog description control pump fgs iz and balloon fgs 61-70 cm.

Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The aus remains implanted and active. Additional information was reported that the patient presented to the physician with recurring incontinence after a prostatectomy. The incontinence began around (B)(6) 2019.